Event description:
The customer reported to philips healthcare that the codemaster xl emitted smoke. Follow up information revealed the device works only using battery and not if connected to ac power. The smoke trace was due to the faulty power supply assembly. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.